Event description:
It was reported by service report that the ibed indicator light was not showing the correct colors. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Improper wiring of ibed led lights.